Manufacturer narrative:
Examination of the submitted device confirmed the reported missing component. The root cause of the missing o" ring component is unknown. A complaint database search finds no additional reports against the complaint sample product and lot combination. A complaint database search against device. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause , a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The femoral sleeve trial is missing the o-ring where stem trial engages.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.